Manufacturer narrative:
Analysis confirmed the customer comment of atrial output knob not working, the encoder switch assembly atrial dial was out of specification in a mechanical manner. It was additionally noted that the display wires were pinched with the wire insulation exposed and that the generator still needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial output knob was not working. The generator was returned for service. There was no patient involvement.